Manufacturer narrative:
This report is being filed on an international product, list number: 08p13 that has a similar product distributed in the us, list number: 04z21, with 510k number: k202525. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I for one patient. The following results were provided: sid: (B)(6), on (B)(6) 2025, initial troponin result= 44 ng/l; additional samples troponin results were <2 ng/l; on (B)(6) 2025, the initial sample was repeated with results= 1.1 ng/l, 0.7 ng/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: sid (B)(6), (B)(6) 2025, initial troponin result= 44 ng/l; additional samples troponin results were <2 ng/l; (B)(6) 2025, the initial sample was repeated with results= 1.1 ng/l, 0.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68456ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the lot number 68456ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed from customers worldwide. The patient median values for lot 68457ud00 (which contains the same bulk material as lot 68456ud00) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot number 68456ud00 was identified.